Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) for routine follow-up. Upon review, it was noted that the patient's right atrial lead exhibited low impedance. An x-ray confirmed a lead fracture. On (B)(6) 2018, a lead revision was attempted but the physician was unable to get access. The patient is stable and the lead remains in use.